Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after right r3-tha was performed on (B)(6) 2010 due to right severe osteoarthritis, the patient experienced degenerative changes and mild synovial hyperplasia. This adverse event was treated with a revisions surgery on (B)(6) 2021. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6. It was reported that right r3-tha was performed. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the r3 liner was performed using the batch number, part number and the reported failure modes to evaluate patterns of repeated failures or defects. No other complaints were identified to involve this batch. Other similar complaints were identified for the part number and the reported/related failure mode. However, as the device is no longer sold, no action is to be taken. In the absence of the actual device, the production records were reviewed for the device reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. With the information provided the clinical root cause of the reported metallosis cannot confirmed. However, it is unknown if the retroverted acetabular component led to accelerated wear and the reported metallosis. Based on the available information we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.